Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump exhibited error code 41622 when testing the motor. It was reported the error occurred during preventive maintenance (pm). No patient involvement.

Manufacturer narrative:
Other, other text: h6, b3) additional information was received indicating the event was (B)(6) 2022. It was also indicating that the event occurred during testing; there was no patient injury.

Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump exhibited error code 41622 when testing the motor. It was reported the error occurred during preventive maintenance (pm). No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device as missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found "41622" error code message in the device information folder. Replaced defective microprocessor unit board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.